Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since a vertebra screw was placed in the patient's spine in a different position than desired with brainlab navigation involved, although according to the hospital/surgeon (treating clinician): the deviation of 1 of the 4 pedicle screws placed with the aid of navigation was detected by the surgeon before finalizing the surgery, and the screw was corrected to its intended position with navigation at the very same surgery. The final outcome of the surgery was successful as intended, with all screw placements correct at the end of the surgery. There was no direct (or increased) risk to harm a critical structure due to the deviating placements. There was no harm nor negative effect to the patient due to the deviating initial placements, also not due to surgery/anesthesia prolong of 30 minutes. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the deviating screw at right l4 (being outside of the pedicle) was: temporary movements of the navigation reference array during the procedure in relation to the patient anatomy, due to an insufficient rigid fixation by the user, not as required by brainlab. Apparently, the resulting deviation between the registered intra-operative image scan in the navigation display and the actual patient anatomy was not recognized by the user with the appropriate and necessary accuracy verification throughout the procedure. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this user.

Event description:
A open surgery on the lumbar spine for an posterior lumbar interbody fusion of vertebrae l4 to l5, with intended placement of 4 vertebra screws bilateral for fixation, was performed with the aid of the display by the brainlab navigation software spine & trauma navigation 2.0 from an intra-operative c-arm scan, the surgeon discovered that of 1 of the 4 screws placed with the aid of navigation deviated from its intended position (at right l4, being outside of the pedicle).